Manufacturer narrative:
During home use of the life 2000, it was reported that when the patient was using the device while sitting on the couch with her daughter, the daughter received a ¿visible electric shock¿ to her right hand and the equipment stopped working for the patient. The daughter denied requiring medical intervention from the shock and no ¿visible marks¿ were stated in the allegation of injury (aoi). It is noted a blanket likely caused static electricity when the daughter reached over to touch her mom and she received a visible electrical shock from the device. The patient using the device stated she received a big burst of air, no alarms noted, and the equipment stopped working. The patient additionally confirmed no injury from the event. Device malfunction was alleged, and a replacement was sent. Both the life 2000 ventilator & compressor were returned to hillrom for inspection. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use states the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. Inspection by a hillrom engineer provided the following: the ventilator did not perform as intended, however, the compressor operated correctly. Hardware diagnostics showed no malfunction. The event/alarm log shows power_pcb2_error followed by system faults (run time) on (B)(6) 2022. Likely root cause of power pcb2 error is due to the effect of the electrostatic discharge (esd) incident that occurred on (B)(6) 2022 between the blanket and the ventilator which is confirmed on the event/alarm log. Static buildup is where electric charges are exchanged between the surfaces of two objects that come into contact with each other. Electric shock is a sudden discharge of electricity through a part of the body. This shock may cause burns, or it may leave no visible mark on the skin. If a small skin burn occurs, it can be treated with water and sterile gauze coverage. An electrocardiogram (EKG) test may additionally be ordered to assess the patient after an electric shock occurs. This is a simple, non-invasive procedure that measures electrical signals in the heart for any abnormalities. In this event, there was no injury alleged to the patient; however, the patient¿s daughter received a visible electrostatic discharge to her right hand (no marks noted), which was not life threatening, did not result in permanent impairment of a body function or permanent damage to a body structure, and there was no need for medical or surgical intervention, indicating no serious injury occurred. For this event, it can be reasonably concluded that static electricity from the blanket traveled from the daughter to the patient to the ventilator, causing an electrostatic discharge to both the daughter¿s hand and additionally lead to the device failure. If the malfunction were to recur and the life 2000 (ventilator & compressor) is exposed or creates an electrical/mechanical fault leading to device shutdown, it is likely to cause or contribute to serious injury or death. Therefore, hillrom considers this complaint reportable.

Event description:
During home use of the life 2000, it was reported that when the patient was using the device while sitting on the couch with her daughter, the daughter received a ¿visible electric shock¿ to her right hand and the equipment stopped working for the patient. The daughter denied requiring medical intervention from the shock and no ¿visible marks¿ were stated in the allegation of injury (aoi). It is noted a blanket likely caused static electricity when the daughter reached over to touch her mom and she received a visible electrical shock from the device. The patient using the device stated she received a big burst of air, no alarms noted, and the equipment stopped working. The patient additionally confirmed no injury from the event. This report was filed in our complaint handling system as complaint #(B)(4).